Manufacturer narrative:
Of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a unable to prime issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-65 years of age and between 152 and 152 pounds. Of the reported patients, 1 was male, 2 were female, and were unknown.